Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was found that the flashing image was caused by a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the video function did not function properly due to the cable failure, resulting in the flashing image. However, the root cause of the cable failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, the image was flashing. There was no procedure impact. There was no patient or user injury reported due to the event.